Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd ultra-fine¿ pen needle was found with a labeling error as "consumer found the length of the needle was not the same when he checked the needle." Due to the error, "a small bulge will pop up at the injection site after he has injected and disappears automatically after a few minutes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two open 31g x 5mm pen needle samples were returned from lot. No. 6148638, cat. No. 320632. 10x visual examination and measurement was carried out on the returned samples and it was observed that one sample was not manufactured by bd. The second sample was manufactured by bd and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot, concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: 10x visual examination and measurement was carried out on the returned samples and it was observed that one sample was not manufactured by bd. The second sample was manufactured by bd and no issues were observed. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that during use a bd ultra-fine¿ pen needle was found with a labeling error as "consumer found the length of the needle was not the same when he checked the needle." Due to the error, " a small bulge will pop up at the injection site after he has injected and disappears automatically after a few minutes." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.

Event description:
It was reported that during use a bd ultra-fine¿ pen needle was found with a labeling error as "consumer found the length of the needle was not the same when he checked the needle." Due to the error, " a small bulge will pop up at the injection site after he has injected and disappears automatically after a few minutes." There was no report of exposure, injury or medical intervention needed.